Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, six (6) tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers g4: PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, six (6) tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 30-jun-2025 investigation summary bd received 10 samples and 1 photo for investigation. The photos was evaluated and shows a tube with a specimen in it. An after-market label has been applied to the tube and the fill line on the tube label cannot be seen. Additionally, the returned sample tubes were functionally tested, and a comparison was conducted against the photo and the returned samples and the amount in both appear to be similar. No issues identified. Furthermore the 10 samples were visually inspected with no issues identified. Lastly 10 retention samples were functionally tested, and all drew within specification limits. This complaint has not been confirmed for the indicated failure mode: underfill. Based on a review of the device history record for the incident lot all product specifications and requirements for lot release were met. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.